Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14m042 was manufactured between november 24, 2014 and november 26, 2014. The affected device was received for evaluation. Visual inspection was performed and a black mark on the reservoir was identified. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was mark on the filter of a small volume intermate. This was noted before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.